Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Photo provided shows an iol on a plastic container, one haptic appears to be broken/torn/missing. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that surgeon noticed that the intraocular lens haptic was broken. This occurred before the lens was implanted, and there was no patient contact. The procedure was completed with another lens according to the patient's clinical condition. Additional information has been requested.

Manufacturer narrative:
The product was returned for analysis and the reported complaint was observed. Iol returned in a sample container. Solution is dried on the iol. One haptic is broken or torn and not returned. The optic is scratched or marked rejectable. We are unable to determine the root cause for the reported complaint broken haptic. The iol was subject to handling. The iol was returned with solution dried on it. In addition to this, all iols are 100percentage cosmetically inspected as per approved manufacturing procedures and the observed lens damage or condition would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).